Event description:
It was reported that during a lap cholecystectomy procedure, the device would not open again. The case was completed with another device of the same product code. There was no pt consequence.

Manufacturer narrative:
H4, 6. Info anticipated, but unavailable at this time.